Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that the customer is having ongoing issues with upstream occlusion alarms. The customer has stated that spectrum pumps are alarming for upstream occlusion when no occlusions are present. The devices are restarted and the infusions continue. There have been no specific devices reported to baxter and any pt injury is unk.